Event description:
Additional information from rep stated that pinching sensation was at the pin location on the recharger. The shocking sensation occurred with the recharger. Patient had finished charging and was removing the belt when she felt the sensation. Patients are instructed not to use the recharger app so that was not open on the screen. Felt sensation at end of charge session. Sensation only happened to this patient once and rep instructed her to wear a thin layer of clothing between recharger and skin moving forward. There was no sweating or hot. The layer of clothing was not used when she experienced the pinching sensation. Part of the recharger was in direct contact with the skin and the belt was used. Troubleshooting improved the reported issue. The cause of not feeling stimulation was determined. They just needed to increase amplitude slightly for her to feel stimulation again. They connected easily and were able to adjust stimulation without any difficulty and the device was working properly. The hcp was notified and information verbalized by patient that going forward they would be wearing a thin layer of clothing between skin and recharger .

Manufacturer narrative:
H6 updated. ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient was charging today and felt a shocking/pinching feeling and stopped. Patient reported that now she is unable to connect to the stimulator and cannot feel the stimulation anymore. Caller is meeting with the patient tomorrow and review considerations. There were no further patient complications are anticipated or expected as a result of this event.